Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 104, download code 203) was confirmed. Upon investigation the monitor sd card was defective, causing the reported code 104/203. Additionally, it was reported that the sd card was popped out in the field. The monitor ECG acquisition and pulse delivery circuitry was fully functional, and patient protection was not affected. Correction: monitor sn (B)(4) was repaired and refurbished, including replacement of the sd card. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. Review of the patient's downloaded flag files revealed that one treatment shock was delivered to the patient at 10:06:02 pm on (B)(6) 2019. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown. As the appropriateness of the treatments is unknown, reporting this event out of an abundance of caution.